Event description:
A facility reported to baxter that the automix 3+3 compounder was inoperative. The pharmacy technician reported that the compounder's keypad is not responding or issuing incorrect numbers into incorrect stations. This issue happened before use. Unit is being swapped. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No further information was available.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Sample evaluation: the reported issue of an automix 3+3 compounder with the keypad not responding was confirmed during service by baxter personnel. The problem was also duplicated in service. The root cause was determined to be fluid intrusion on the keypad ribbon harness. The keypad was replaced. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.